Event description:
Pt was revised to address a broken and worn mobile bearing insert. The surgeon stated that a new ridge of bone in the back of the knee broke the poly into two (2) pieces.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported device fracture; however, provided info indicated a ridge of pt bone was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.